Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Please note that the initial report's type of reportable event was serious injury; per additional information received there was no alleged deficiency with the camera head therefore making this event not reportable. Alleged failure: the quality of the picture deteriorated. Probable root cause: - cables - connectors - digital board - main board - transition board - scope - light source - camera head - coupler - connected monitors - use error - manufacturing/ service nonconformity. The failure mode will be monitored for future reoccurrence.

Event description:
Please note that the initial report's type of reportable event was serious injury; per additional information received there was no alleged deficiency with the camera head therefore making this event not reportable.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the quality of the picture deteriorated leading to conversion to an open procedure.